Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Inratio low. Results as follows: meter-inr: 1.7, lab-inr: 3.0. Last week pt measured inr=2.9 on the inratio.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.70, reference: 3.0, mean: 2.35, confidence-limits: 1.6-3.4. {2.9 inr was measured a week ago}. Tests were done more than three hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Summary: end-user reported accuracy discrepant test result. Meter (inratio-I (B)(4)) was returned. Pt info was not known. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter functional test was performed, all testing criteria passed. Visual inspection did not find observable damage. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. No strip investigation is required. On (B)(4) 2009 - received and decontaminated 1 inratio1 meter sn (B)(4).